Event description:
In 2005, due to pain, the patient underwent a total hip arthroplasty and was implanted with alloclassic stem, metasul head, head adapter and metasul cup. Due to pain, the patient underwent revision surgery on (B)(6) 2013. The acetabulum components were explanted and replaced by products from another manufacturer but the stem remained well fixed insitu. Notes: for data entry purposes, since the complete date of the implantation was not reported, it will be entered as (B)(6) 2005.

Manufacturer narrative:
The manufacturer did not receive affected devices. X-rays pictures were provided and will be evaluated. The lot numbers were received for the affected devices, and the device history records were reviewed and found to be conforming. Based on an extreme investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as corrective z-2415/2426-2008. Should additional information become available an amended medical device report will be submitted. (B)(4).